Manufacturer narrative:
Samples were collected in 3 ml heparin tubes and centrifuged at 3000 rpm for 10 minutes. Qc is run every 24 hours and was run before the event and the results were within the lab's established ranges. A field service engineer (fse) was on-site. Fse tightened the reagent pump syringe which was found to be a little loose. Fse performed a precision run and verified instrument performance. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. Upon rerun, lower results were obtained. There was no death, injury or change to patient treatment associated with this event.